Event description:
It was reported that the "end of the tip blew out during case." Reporter stated that at the beginning of a knee arthroscopy procedure immediately after inserting omnitip at treatment site, the physician depressed footswitch and noted on video monitor a bright flash of light. The physician pulled out the omnitip and noted that a piece of fiber (glass) was missing. Physician retrieved the piece of glass from knee using grasping forceps. Procedure was completed using a second omnitip handpiece and fiber assembly. No serious injuries were reported.